Event description:
It was reported that the renasys touch pump had a "canister full" alarm sound but the canister was not full. Clinicians changed the canister and also changed the soft port, but it alarm was not resolved. No patient harm reported. It is unknown how the therapy was completed as customer stated that no further back ups were available.

Manufacturer narrative:
The device intended for use in treatment was returned for evaluation. A relationship between the reported event and the device has been established. The visual inspection found: no issues the functional evaluation found: error message 'maintenance required- please return' and error code 4006 seen. Review of the manufacturing records found: this unit passed all acceptance criteria and was compliant upon release for distribution review of complaint history found further similar instances. At this time there are no indications to suspect that the device failed to meet manufacturing specifications upon release into distribution. The investigation into your complaint is now complete and has been recorded as: individual component failure false alarm - alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. Corrective and preventative actions are being taken with relation to the reported failure mode. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.